Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) and lead system experienced high pacing thresholds and intermittent loss of capture. The high pacing thresholds was noted in both chambers. An invasive procedure was performed and the ventricular lead was re-positioned.